Event description:
The anastomosis created by the cs33 stapler was incomplete; a leak in the staple line was observed after firing. There were also some malformed staples. The anastomosis was then reinforced by sutures.

Manufacturer narrative:
The cs33 stapler was discarded by the healthcare facility, and was not returned to the manufacturer. The device history record for the lot (pm-000215) was reviewed for possible anomalies which might account for the observed event. There were no non-conformances found in the record.